Manufacturer narrative:
Although the product was not received for evaluation, a review of the video attached to the complaint file was performed. The pack label is not visible in the video. The part number and lot number cannot be verified or determined. However, the video shows a 23ga vit cutter in a surgical setting. The needle does not appear to be bent. The system connections and settings are not shown. The vit cutter aspiration tubing can be seen briefly. Fluid droplets are visible in the aspiration line. However, fluid droplets and air bubbles appear to be moving though the blue striped (air) tubing but should not be. The video does show the back cap, and verifies that the tubing is attached to the correct barbs on the vit cutter back cap. The video shows a gloved hand holding the vit cutter and attempting to cut a piece of tissue paper. The tissue paper is in a metal bowl that contains an unknown fluid. It is clear by the video that the vit cutter is not cutting the tissue. Tight tubing connections and correct fluid flow cannot be verified or determined by viewing the video alone, therefore, the cause of the cutting failure cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter was not cutting during the operation. The aspiration function continued while the cutter did not work. There was no patient impact and no additional medical intervention.

Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis at the time of this evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.